Event description:
It was reported that the left ventricular lead exhibited failure to capture. It was discovered that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.